Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 7 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter read inaccurately high in comparison to results obtained on a lab device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that at 01:30pm on (B)(6) 2016 she obtained a result of ¿57mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿27mg/dl¿ obtained on a lab device. The two tests were performed more than 30 minutes apart, therefore do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with non-insulin shots and stated that ¿immediately after 01:30pm¿ on (B)(6) 2016 she decreased her food and drink intake in response to the alleged issue. The patient reported that an unknown time after the alleged inaccuracy occurred, she developed symptoms of ¿chest pain and fluttering¿ and that at 11:30pm on (B)(6) 2016 she was treated with glucose tablets or gel by emergency medical services. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.